Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position, and with a (B)(4) cartridge loaded on the device. The returned reload was fully fired. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. Although no conclusion could be reached on what caused the damaged to the articulation mechanism, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic distal pancreatectomy, the knife did not return to home position automatically at the 1st firing. Then the reverse button was pressed but there was no response. The cartridge color was green. The device was released with the manual override lever after confirming that staples were deployed completely. There were no problems with stapling. Another device was used to complete the case. There were no adverse consequences to the patient.